Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed the dangerous threshold. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.